Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 60 blue stapler reload; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted transcervical esophagectomy non-transthoracic surgical procedure, the sureform 60 blue stapler reload had triggered an incomplete staple line. It was also observed that the rubber sheath on the angle of the sureform 60 stapler instrument was torn, and the cables were exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis on 29-sep-2025. The sureform 60 stapler instrument was analyzed and found to have misaligned roll gear causing it to collide with another gear. This caused the gears to grind together when rotating the main tube. There was damage found on the teeth. As a result, the instrument failed to engage. The instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following. Error code 22020 was displayed, with parameters indicating that the roll hard stop verification check failed. Engagement log review of customer system confirms 9 engagement failures. Msc log review shows engagement failures via error code 22020 indicating engagement on the roll axis. Additionally, the instrument was found to have the snake wrist cover torn. The tears measured roughly .015"- .230". Visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A return material authorization (RMA) was issued to evaluate the sureform 60 blue stapler reload; however, isi has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The probable root cause of the misaligned roll gear is attributed to component susceptibility to damage. The probable root cause of the torn wrist cover is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.